Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 114 mg/dl. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery on the pump and also confirmed that manual injection are available.